Event description:
The physician wanted to use a neuron but when opening the package he noticed it was kinked and used another successfully. The device was never used to treat the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device evaluated by MFR: hospital destroyed product